Manufacturer narrative:
The pneumatic block of the astral device was returned to resmed for an investigation. Performance testing and review of the device data logs confirmed the reported complaint. Visual inspection of the sensor circuit board revealed a defective solder joint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a sensor circuit board soldering defect. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to power to sensor circuit board. There was no injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to power to sensor circuit board. There was no injury reported as a result of the incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).